Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gave an e6 error, the motor was worn out, motor had excessive vibration/noise and heating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a worn out motor from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device emitted a loud sound and received an e6 (heat) code from the console device after 30 seconds of use. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.